Manufacturer narrative:
A review of the complaint record has found no other instances of similar events for this lot. The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that shortly after the implant procedure the patient passed away due to stroke. The device was never turned on. Nevro attempted to obtain a medical assessment from a healthcare professional but no additional information was available.